Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure the inflation hub of the pta balloon allegedly broke while deflating the balloon. Reportedly the health care provider used a 6fr introducer sheath to connect to the inside of the inflation port and then successfully deflated the balloon. The pta balloon was exchanged over the guidewire for another that was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Conclusion: the device was returned for evaluation. A visual inspection found the proximal portion of the inflation hub to be completely broken off of the inflation hub, confirming the investigation for the reported break. The investigation is inconclusive for the reported deflation issue, as the device could not be functionally tested due to the broken hub. It is likely that the broken hub contributed to the reported deflation issue. However, the definitive root cause for the identified break could not be determined based upon available information. It is unknown if procedural issues involving excessive force contributed to the event. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Precautions: if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. Directions for use: position the balloon relative to the lesion to be dilated, ensure the guidewire is in place and inflate the balloon to the appropriate pressure. (B)(4).

Event description:
It was reported that during an angioplasty procedure in a left upper arm graft, the inflation hub of the pta balloon allegedly broke while deflating the balloon. Reportedly the health care provider used a 6 fr introducer sheath to connect to the inside of the inflation port and then successfully deflated the balloon. The pta balloon was exchanged over the guidewire for another that was used to complete the procedure. There was no reported patient injury.